Manufacturer narrative:
Qn#(B)(4). The reported complaint for "iabp catheter with bloody fluid in the helium line" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported "iabp catheter with bloody fluid in the helium line, iabp machine alarm indicates helium leak, [removed] the catheter". Additionally, it was reported the catheter was not replaced . No patient injury consequence reported. Patient current condition reported as "fine".

Event description:
It was reported "iabp catheter with bloody fluid in the helium line, iabp machine alarm indicates helium leak, [removed] the catheter". Additionally, it was reported the catheter was not replaced . No patient injury consequence reported. Patient current condition reported as "fine."

Manufacturer narrative:
(B)(4).